Event description:
Customer reported getting erratic readings from his freestyle meter. Comparison tests were performed with the freestyle meter and results were 91 mg/dl and 135 mg/dl. The reported freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction.